Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 2 grams, intraperitoneally (ip) and injection gentamicin, 20 milligrams, ip (frequencies were not reported) and given with additional unspecified medication. It was unknown if the patient was hospitalized for the event. It was not reported if pd therapy was ongoing. No additional information is available.